Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action h3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the 8210 had dim segments and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Only display boards were provided for the investigation.

Event description:
It was reported that the 8210 had dim segments and needed to be replaced. There was no patient involvement.